Event description:
It was reported that this right ventricular (rv) lead had a gradual increase in pace impedance measurements. The highest measurement was about 1900 ohms, which is in range. Additional information was reported indicating that the device was beeping. It was determined that the shock lead impedance (sli) was also high and greater than 125 ohms. No noise was observed. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.